Event description:
It was reported that the nurse had programmed a chemotherapy infusion to run over 24 hours but it only lasted for 8 hours and the patient did not receive the entire amount of drug. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.